Manufacturer narrative:
E1-facility name: (B)(6) hospital. E1-phone number: cell (B)(6). The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had no image when plugged in and the screen was black. The issue happened during preparation for us prior to an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. The device was returned to olympus for inspection. And the reported failure was not confirmed. Additional findings were found: loose adapter and image was out of field were found. A device history record (DHR) review revealed, no issues that could have caused or contributed to the reported issue. Based on the results of the investigation and information obtained from this complaint, the most probable cause ¿screen is black¿ was not detected. Which is either, it was not confirmed, that there was a problem with the device or it was confirmed, that there was no problem with the device. The most probable cause of ¿bent outer tube¿, ¿loose adapter¿, ¿crack on sides¿ of the video connector, ¿image was out of field¿. The most probable cause of the complaint was traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had no image when plugged in and the screen was black. The issue happened, during preparation for us, prior to an unspecified procedure. The procedure was completed using a similar device. There were no reports of patient harm.